Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. There was no articulation of the delivery system. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner tubing was kinked/buckled. The delivery system outer shaft was kinked/buckled. The device cup of the delivery system was damaged. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The lumen is torn. The outer shaft is kink/buckled at 2.5 cm from the distal end of the delivery system. And the inner shaft is kinked at .05 cm from the device cup. There was blood on the inner shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-sep-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? Yes, return date: 03-sep-2019. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 30-apr-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was very challenging to advance the leadless implantable pulse generator (ipg) delivery system to the right ventricular (rv) septum. It was further reported that the leadless ipg exhibited high thresholds in multiple positions during the implant procedure. The leadless ipg system was removed and replaced by a transvenous ipg system. No patient complications have been reported as a result of this event.